Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in an adult female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pre-eclampsia, knee arthritis, vision abnormal, varicella, hyperlipidemia, polycystic ovarian syndrome, acute cystitis, hematuria, nausea, stress incontinence, bladder inability to empty, uterovaginal prolapse, cystocele, hypertension, nicotine dependence, calf pain, swelling nos, eczema, fear of needles, fracture of ankle, pneumonia, vomiting, urinary incontinence, asthma, white blood cells urine and red blood cells urine. Previously administered products included for an unreported indication: macrobid, muscle relaxants and pyridium. Concurrent conditions included abdominal pain, right lower quadrant pain, urinary frequency, urinary urgency, flank pain, neck pain, cough, sneezing, adenomyosis, arthritis, arthropathy unspecified, involving lower leg, headache recurrent, rectocele and paratubal cyst. Family history included stroke. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems conditions: anxiety/mental anguish"), depression ("psychological or psychiatric problems conditions:depression"), migraine ("migraines / headaches") and back pain ("pain: lower back area"). The patient was treated with levofloxacin, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy-oopherectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal infection had resolved and the anxiety, depression, migraine and back pain was resolving. The reporter considered anxiety, back pain, depression, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient received treatment for : pain , psych injury ,vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: ( as per pfs ) : total bilateral occlusion. X-ray - on (B)(6) 2014: ( as per mr ): impression: 1. Expected nonfilling of the fallopian tubes post essure placement. 2. Possible myometrial intravasation of contrast, which can be seen with adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: outcome were updated to recovered: pain , vaginal infection . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in an adult female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pre-eclampsia, knee arthritis, vision abnormal, varicella, hyperlipidemia, polycystic ovarian syndrome, acute cystitis, hematuria, nausea, stress incontinence, bladder inability to empty, uterovaginal prolapse, cystocele, hypertension, nicotine dependence, calf pain, swelling nos, eczema, fear of needles, fracture of ankle, pneumonia, vomiting, urinary incontinence, asthma, white blood cells urine and red blood cells urine. Previously administered products included for an unreported indication: macrobid, muscle relaxants and pyridium. Concurrent conditions included abdominal pain, right lower quadrant pain, urinary frequency, urinary urgency, flank pain, neck pain, cough, sneezing, adenomyosis, arthritis, arthropathy unspecified, involving lower leg, headache recurrent, rectocele and paratubal cyst. Family history included stroke. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems conditions: anxiety/mental anguish"), depression ("psychological or psychiatric problems conditions:depression"), migraine ("migraines / headaches") and back pain ("pain: lower back area"). The patient was treated with levofloxacin, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal infection had resolved and the anxiety, depression, migraine and back pain was resolving. The reporter considered anxiety, back pain, depression, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient received treatment for : pain , psych injury ,vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: ( as per pfs ) : total bilateral occlusion.. X-ray - on (B)(6) 2014: ( as per mr ): impression: 1. Expected nonfilling of the fallopian tubes post essure placement. 2. Possible myometrial intravasation of contrast, which can be seen with adenomyosis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: outcome were updated to recovered: pain , vaginal infection . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in an adult female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pre-eclampsia, knee arthritis, vision abnormal, varicella, hyperlipidemia, polycystic ovarian syndrome, acute cystitis, hematuria, nausea, stress incontinence, bladder inability to empty, uterovaginal prolapse, cystocele, hypertension, nicotine dependence, calf pain, swelling nos, eczema, fear of needles, fracture of ankle, pneumonia, vomiting, urinary incontinence, asthma, white blood cells urine and red blood cells urine. Previously administered products included for an unreported indication: macrobid, muscle relaxants and pyridium. Concurrent conditions included abdominal pain, right lower quadrant pain, urinary frequency, urinary urgency, flank pain, neck pain, cough, sneezing, adenomyosis, arthritis, arthropathy unspecified, involving lower leg, headache recurrent, rectocele and paratubal cyst. Family history included stroke. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems conditions: anxiety/mental anguish"), depression ("psychological or psychiatric problems conditions:depression"), migraine ("migraines / headaches") and back pain ("pain: lower back area"). The patient was treated with levofloxacin, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy-oopherectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, depression, migraine and back pain was resolving and the vaginal infection outcome was unknown. The reporter considered anxiety, back pain, depression, migraine, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: ( as per pfs ) : total bilateral occlusion.. X-ray - on (B)(6) 2014: ( as per mr ): impression: 1. Expected nonfilling of the fallopian tubes post essure placement. 2. Possible myometrial intravasation of contrast, which can be seen with adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in an adult female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pre-eclampsia, knee arthritis, vision abnormal, varicella, hyperlipidemia, polycystic ovarian syndrome, acute cystitis, hematuria, nausea, stress incontinence, bladder inability to empty, uterovaginal prolapse, cystocele, hypertension, nicotine dependence, calf pain, swelling nos, eczema, fear of needles, fracture of ankle, pneumonia, vomiting, urinary incontinence, asthma, white blood cells urine and red blood cells urine. Previously administered products included for an unreported indication: macrobid, muscle relaxants and pyridium. Concurrent conditions included abdominal pain, right lower quadrant pain, urinary frequency, urinary urgency, flank pain, neck pain, cough, sneezing, adenomyosis, arthritis, arthropathy unspecified, involving lower leg, headache recurrent, rectocele and paratubal cyst. Family history included stroke. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems conditions: anxiety/mental anguish"), depression ("psychological or psychiatric problems conditions:depression"), migraine ("migraines / headaches") and back pain ("pain: lower back area"). The patient was treated with levofloxacin, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy-oopherectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal infection had resolved and the anxiety, depression, migraine and back pain was resolving. The reporter considered anxiety, back pain, depression, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient received treatment for : pain , psych injury ,vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: ( as per pfs ) : total bilateral occlusion.. X-ray - on (B)(6) 2014: ( as per mr ): impression: 1. Expected nonfilling of the fallopian tubes post essure placement. 2. Possible myometrial intravasation of contrast, which can be seen with adenomyosis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, migraine. Batch no b61388 production date 2013-08-20 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in an adult female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pre-eclampsia, knee arthritis, vision abnormal, varicella, hyperlipidemia, polycystic ovarian syndrome, acute cystitis, hematuria, nausea, stress incontinence, bladder inability to empty, uterovaginal prolapse, cystocele, hypertension, nicotine dependence, calf pain, swelling nos, eczema, fear of needles, fracture of ankle, pneumonia, vomiting, urinary incontinence, asthma, white blood cells urine, red blood cells urine and uterovaginal prolapse. Previously administered products included for an unreported indication: macrobid, muscle relaxants and pyridium. Concurrent conditions included abdominal pain, right lower quadrant pain, urinary frequency, urinary urgency, flank pain, neck pain, cough, sneezing, adenomyosis, arthritis, arthropathy unspecified, involving lower leg, headache recurrent, rectocele and paratubal cyst. Family history included stroke. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems conditions: anxiety/mental anguish"), depression ("psychological or psychiatric problems conditions: depression"), migraine ("migraines / headaches") and back pain ("pain: lower back area"). The patient was treated with levofloxacin, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, anxiety, depression, migraine and back pain was resolving and the vaginal infection outcome was unknown. The reporter considered anxiety, back pain, depression, migraine, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: ( as per pfs ) : total bilateral occlusion. X-ray - on (B)(6) 2014: ( as per mr ): impression: expected nonfilling of the fallopian tubes post essure placement. Possible myometrial intravasation of contrast, which can be seen with adenomyosis. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: low back pain, headache, asthma, migraine. Most recent follow-up information incorporated above includes: on 10-jul-2019: pfs and mr was received: case become incident. Lot number was added. Added events: vaginal infection, anxiety, depression, migraines, headaches, lower back pain, asthma, arthritis. Date of removal was added. New reporters were added. Patient demographics was added. Event outcome was updated from unknown to recovering / resolving for pain, migraines, anxiety and depression. Event onset dates were added. Medical history, concomitant conditions, treatment drugs and historical drugs were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.